Event description:
It was reported to medtronic neurosurgery that the delta chamber was broken when testing before the surgery.

Manufacturer narrative:
The valve was patent. It met requirements for siphon, reflux, and leak testing. The device met all specs for pressure-flow and preimplantation with the exception of the -50 cm hp at pressure level 0.5 parameter. The delta chamber was not "broken" as reported by the complainant. Crystalline debris was noted on the interior of the valve. The instructions for use that accompany the device caution that particular matter in solutions used to test valves may result in improper product performance. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture. No impact to the pt was reported.